Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated that over the course of multiple days she was becoming erratic and agitated. She was dosing based on her cgm readings, but the sensor was reading much lower than the bg reading was. An unknown person called the police due to the patient¿s emotional outbursts and she was put on a psychiatric hold. She stated that she was forced to take medication while at the hospital but does not know what they were and did not provide any details of whether the medication was related to her diabetes or to the psychiatric issues or both. At some point after being discharged her cgm was reading 76 mg/dl and the bg was 300 mg/dl. She realized once her readings were more normal that her emotional behavior was due to the cgm values not matching the high bg. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement on the initial MDR, "the sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated that over the course of multiple days she was becoming erratic and agitated. She was dosing based on her cgm readings, but the sensor was reading much lower than the bg reading was. An unknown person called the police due to the patient¿s emotional outbursts and she was put on a psychiatric hold." H2: correction.

Event description:
The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated that over the course of multiple days she was becoming erratic and agitated. She was dosing based on her cgm readings, but the sensor was reading much lower than the bg reading was. On (B)(6) 2022, an unknown person called the police due to the patient¿s emotional outbursts and she was put on a psychiatric hold.